Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-02183.

Event description:
The patient was undergoing a thrombectomy procedure in the mesenteric superior artery using an indigo system aspiration catheter 6 (cat6) and an indigo system separator 6 (sep6). It was reported that the patient had lysis contraindication, and the target vessel was fragile. During the procedure, the physician advanced the cat6 using a peel away sheath and through a non-penumbra sheath in the target vessel, then started aspiration. However, there was no thrombus coming out of the cat6, and subsequently, the physician decided to use a sep6. While advancing the sep6 in and out of the cat6, the physician experienced resistance. However, there was no thrombus coming out of the cat6; therefore, the physician decided to remove the cat6 and sep6. Upon removal, the physician noticed that the cat6 was kinked approximately 3 to 5 cm from the distal tip, but there was no noticeable damage to the sep6. The physician then continued the procedure using another aspiration catheter and the same sheath. However, only a bit of the thrombus was captured, and therefore, they were removed. The physician continued the procedure using an indigo system aspiration catheter 8 (cat8), an indigo system separator 8 (sep8), and another sheath and was able to get a lot of the thrombus out. Since there was chronic thrombus, not all of it could be removed. The procedure ended at this point. It was also reported that the patient needed an additional surgery for the already fragile artery. There was no report of an adverse effect to the patient.